Event description:
Adverse event: "slight capsular bag tear" (capsular bag tear, posterior). Product problem: "probe not cutting" (failure to cut). The nurse reported that the vitrectomy probe for infiniti was not working (no aspiration, did not cut). There was a small posterior capsular bag tear; the surgeon stated that the pc tear was caused by an alcon product. Additional pt follow-up info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).